Event description:
The customer returned the autoclavable camera head, which is an olympus asset with no reported complaint. During the evaluation of the device, foreign matter on switch, corrosion on scope mount and image quality deterioration was observed. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the malfunction "corrosion on scope mount and image quality deterioration" is traced to component failure and for the malfunction "foreign matter on switch" is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.